Manufacturer narrative:
There is no indication that the discomfort felt by the patient was related to the nalu system or it's components. The discomfort appears to have been related to competitor components that were used in conjunction with the nalu system and was resolved by removing the non-nalu components.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. At the time of implant, the physician chose to use a competitor's bi-wing anchors in conjunction with the nalu system. Patient subsequently reported discomfort at the site of the anchors and was scheduled for surgical intervention. On (B)(6) 2023 a procedure was performed to remove the anchors, while leaving all of the nalu components in place. No nalu product was explanted and all remains in use.